Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Event received from a physician. Aneurysm and vessel morphology at the time of implant not reported. The patient had an aneurx implanted in 1999. Because of inadequate fixation of the right iliac limb of the aneurx stent graft, a right iliac extended cuff was implanted two years post stent graft implant. The reason for the intervention is inadequate fixation of the right iliac limb of the aneurx stent graft and he received a right iliac extender cuff. A talent bifurcated stent graft (lot #v00005007) was implanted nine years post implant for an enlarging aneurysm. No further information has been provided. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention) - (enlarging aneurysm) - results: endoleak.